Manufacturer narrative:
This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Investigation summary: the complaint device was received and inspected. Visually, the device appears worn indicating device was used. When the trigger was tested, it feels rough as though the internal components are worn. A suture was loaded in the device to test functionality and the device was unable to cut the suture. The trigger appears to be jammed and not functioning smoothly. Hence, the complaint is confirmed. This type of failure has been attributed to fair wear and tear due to the repeated sterilization cycle and age of the device causing the device to jam and not perform as intended. Other than this possibility, a root cause cannot be discerned at this point. Further, no lot number was provided which precludes in conducting a manufacturing record evaluation. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported by that during a meniscal repair the arthro pusher/cutter (B)(6) didn't cut the suture as it should; the unit also felt like it was jammed. This issue caused the surgery to be prolonged for an unknown period of time. An old unit had to be used to complete the procedure. It was noted that instrument appeared to be dull. No patient consequence was reported. This report is for a arthro pusher/cutter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Result codes, conclusion codes: upon further investigation, it was determined that the investigation results were operational problem in addition to the wear problem that was reported in the initial report. Furthermore, it was determined that the investigation conclusion was determined to be due to maintenance deficiency. Both fields have been updated accordingly to reflect the correct information. Investigation summary the complaint device was received and inspected.visually, the device appears worn indicating device was used. When the trigger was tested, it feels rough as though the internal components are worn. A suture was loaded in the device to test functionality and the device was unable to cut the suture.the trigger appears to be jammed and not functioning smoothly. Hence, the complaint is confirmed. This type of failure has been attributed to fair wear and tear due to the repeated sterilization cycle and age of the device causing the device to jam and not perform as intended. Other than this possibility, a root cause cannot be discerned at this point. Further,no lot number was provided which precludes in conducting a manufacturing record evaluation. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.